Manufacturer narrative:
Per data log analysis, the power manager shows it was powered on (B)(6) 2018 with a central control monitor (ccm) attached. There was another power up but no ccm was attached. The next time it was powered up is on (B)(6) 2019 with a ccm attached. Battery capacity will be calculated based on four months of storage resulting in battery capacity = 0. There is no actual indication of problem with the heart lung machine (hlm), behavior is as designed.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per fsr, the logs show that the unit has not been powered on since 21-jan-2019. He charged the batteries overnight. The unit operates to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.